Event description:
It was reported that trough remote transmission that failure to properly pace was observed in stored electrogram. The patient was having increased coughing and respiratory problems due to other health reasons not related to the device. The increased coughing appeared to result in pacing inhibition due to myopotential oversensing. No patient symptoms were reported. The oversensing was easily reproducible with coughing and deep breathing in-clinic. Programming changes were made and the oversensing was resolved. No dft testing was performed. Patient is in stable condition.